Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient presented in-clinic. Upon interrogation, it was noted the pacemaker device was at end of service/end of life due to premature battery depletion. The pacemaker was successfully explanted and replaced. Patient was in stable condition and discharged from the clinic.